Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) lost conductive telemetry. After telemetry was reestablished, the lp was repositioned and a perforation occurred resulting in effusion. Pericardiocentesis and cardiac surgery were performed to repair the heart. The lp was removed and an epicardial pacing system was implanted. The patient was in stable condition.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.